Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling on offset acetabular reamer became detached into two pieces. The coupling was removed from the patient.